Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks. Low high-voltage impedance was noted. The shocks were for atrial fibrillation (af) that fell into ventricular fibrillation (vf) zone. The right ventricular (rv) lead was capped, and a new rv lead was implanted. There were no adverse health consequences, the patient was stable.

Event description:
Related manufacturer reference number: 2017865-2022-44850. It was reported that the patient presented to the emergency room after receiving inappropriate shocks. Low high-voltage impedance was noted. The shocks were for atrial fibrillation (af) that fell into ventricular fibrillation (vf) zone. The right ventricular (rv) lead was capped, and a new rv lead was implanted. There were no adverse health consequences, the patient was stable.